Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('malposition of essure device location of device: protruding out of ovary'), rectal haemorrhage ('other injury(ies) or complication please describe: rectal bleeding'), genital haemorrhage ('abnormal bleeding (general)') and eye haemorrhage ('vision/eye problems type: bleeding from back of eye') in a (B)(6) year-old female patient who had essure (batch no. 705802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disorder, breast cancer, breast reconstruction and tummy tuck. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: cryselle. Concomitant products included curcuma longa rhizome (curamed) and ethinylestradiol; levonorgestrel (nordette). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient was found to have hormone level abnormal ("hormonal changes describe: hormone imbalance") and experienced hot flush ("hot flashes"), asthenia ("drained of energy") and mood altered ("moody"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dyspepsia ("gastrointestinal or digestive system condition type: issues digesting food") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced migraine ("migraines"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2015, the patient experienced eye haemorrhage (seriousness criterion medically significant) and photopsia ("vision/eye problems type-see flashes of bright light"). On (B)(6) 2016, the patient experienced rectal haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion of essure device") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2017, the patient experienced ageusia ("allergic or hypersensitivity reaction type: loss of taste") and anosmia ("allergic or hypersensitivity reaction type: loss of taste and smell"). On (B)(6) 2018, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), abdominal pain lower ("lower abdominal"), back pain ("back pain"), muscle spasms ("spasm") and feeling abnormal ("brain fog"). The patient was treated with ibuprofen, paracetamol (tylenol 8 hour), vitamins nos and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian perforation, genital haemorrhage, eye haemorrhage, device expulsion, hormone level abnormal, urinary tract infection, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, dyspepsia, photopsia, hot flush, asthenia and mood altered outcome was unknown and the rectal haemorrhage, pelvic pain, ageusia, anosmia, nausea, abdominal pain lower, back pain, muscle spasms and feeling abnormal had resolved. The reporter considered abdominal pain lower, ageusia, anosmia, asthenia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, eye haemorrhage, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, migraine, mood altered, muscle spasms, nausea, ovarian perforation, pelvic pain, photopsia, rectal haemorrhage, urinary tract infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and medical records received- previously reported event ¿injury to herself¿replace with¿ hormone imbalance¿, events ¿expulsion of ensure device, abnormal bleeding (general), allergic or hypersensitivity reaction type: loss of taste, loss of smell, infection (bladder/ urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, malposition of essure device location of device: protruding out of ovary, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type: bleeding from back of eye, fatigue, weight gain, gastrointestinal or digestive system condition type: issues digesting food, flashes light eyes, rectal bleeding, hot flashes, drained of energy, moody, lower abdominal pain, back pain, spasm, brain fog¿ new reporters, patient information, medical history, product information, lab test, concomitant, historical and treatment medication , lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('malposition of essure device location of device: protruding out of ovary'), rectal haemorrhage ('other injury(ies) or complication please describe: rectal bleeding'), genital haemorrhage ('abnormal bleeding (general)') and eye haemorrhage ('vision/eye problems type: bleeding from back of eye') in a 49-year-old female patient who had essure (batch no. 705802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disorder, breast cancer, breast reconstruction and tummy tuck. Current weight 133 lbs. Previously administered products included for an unreported indication: cryselle. Concomitant products included curcuma longa rhizome (curamed) and ethinylestradiol;levonorgestrel (nordette). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient was found to have hormone level abnormal ("hormonal changes describe: hormone imbalance") and experienced hot flush ("hot flashes"), asthenia ("drained of energy") and mood altered ("moody"), 1 month after insertion of essure. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dyspepsia ("gastrointestinal or digestive system condition type: issues digesting food") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced migraine ("migraines"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2015, the patient experienced eye haemorrhage (seriousness criterion medically significant) and photopsia ("vision/eye problems type-see flashes of bright light"). On (B)(6) 2016, the patient experienced rectal haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion of essure device") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2017, the patient experienced ageusia ("allergic or hypersensitivity reaction type: loss of taste") and anosmia ("allergic or hypersensitivity reaction type: loss of taste and smell"). On (B)(6) 2018, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), abdominal pain lower ("lower abdomeninal"), back pain ("back pain"), muscle spasms ("spasm") and feeling abnormal ("brain fog"). The patient was treated with ibuprofen, paracetamol (tylenol 8 hour), vitamins nos and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian perforation, genital haemorrhage, eye haemorrhage, device expulsion, hormone level abnormal, urinary tract infection, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, dyspepsia, photopsia, hot flush, asthenia and mood altered outcome was unknown and the rectal haemorrhage, pelvic pain, ageusia, anosmia, nausea, abdominal pain lower, back pain, muscle spasms and feeling abnormal had resolved. The reporter considered abdominal pain lower, ageusia, anosmia, asthenia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, eye haemorrhage, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, migraine, mood altered, muscle spasms, nausea, ovarian perforation, pelvic pain, photopsia, rectal haemorrhage, urinary tract infection and weight increased to be related to essure. The reporter commented: current weight 133 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.